Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image alarm. Pump was exposed to moisture. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and it will returned for analysis.

Manufacturer narrative:
Unit received with critical pump error (open book image). P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using adapt tool and pump detailed trace it recorded pump error 63 (variable = 2, file number = 49, 2006; line number = 19208, 707) alarm confirmed on 03/11/2024 starting at 16:28:07 to 16:28:16 triggered three times. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered by moisture damage on the lcd. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and motor assembly causing electrical short not allowing unit to turn on or access to download. Force sensor zero offset within specification 22.8 mv. The following were noted during visual inspection: stained keypad overlay, label damage (stained and faded), cracked case-corner of belt clip rails, cracked case (battery tube) and scratched case. In conclusion, customer concern for critical pump error/open book image was confirmed due to pump error 63. Pump error 63 was confirmed due to moisture damage on lcd assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.